Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. The circuit board of the device was broken due to overcurrent and other stresses on the circuit board caused by the use of the user during reprocess, during procedure, storage, transportation, etc.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, an endoscopic image was flickering on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.